Event description:
Pt had a revision surgery back in 2005. On (B)(6) 2012, began experiencing pain and suffering. X-rays were taken on (B)(6) 2012, which showed the device was broken. She is on pain medications. She cannot find a surgeon to explant the device as they are asking her to pay (B)(4) upfront. She presently is not working as she suffers from limited mobility, she takes more than an hour to take a shower. She is very debilitated and is in constant pain and suffering. She still has fragments of the device in her hip.